Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added. H6: impact code added.

Event description:
It was reported that the patient experienced a cerebral vascular accident and thrombosis. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure after the transeptal puncture (tsp) the physician noted a thrombus on the tip of the was. The 20mm watchman flx pro closure device was deployed and met the position, anchor, seal and size (pass) criteria to be released. Post procedure when the patient was on recovery on the post anesthesia care unit (pacu), the patient showed stroke symptoms. The patient is expected to fully recover. It was further reported that the patient had a computed tomography (CT) scan and a magnetic resonance imaging (MRI) that confirmed a small acute infarction in the left parietal cortex. The patient started inpatient (ip) rehabilitation and has word finding and speech difficulties.

Event description:
It was reported that the patient experienced a cerebral vascular accident and thrombosis. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure after the transeptal puncture (tsp) the physician noted a thrombus on the tip of the was. The 20mm watchman flx pro closure device was deployed and met the position, anchor, seal and size (pass) criteria to be released. Post procedure when the patient was on recovery on the post anesthesia care unit (pacu), the patient showed stroke symptoms. The patient is expected to fully recover.

Event description:
It was reported that the patient experienced a cerebral vascular accident and thrombosis. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure after the transeptal puncture (tsp) the physician noted a thrombus on the tip of the was. The 20mm watchman flx pro closure device was deployed and met the position, anchor, seal and size (pass) criteria to be released. Post procedure when the patient was on recovery on the post anesthesia care unit (pacu), the patient showed stroke symptoms. The patient is expected to fully recover. It was further reported that the patient had a computed tomography (CT) scan and a magnetic resonance imaging (MRI) that confirmed a small acute infarction in the left parietal cortex. The patient started inpatient (ip) rehabilitation and has word finding and speech difficulties.

Manufacturer narrative:
H6: patient code added.